Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, noise was noted on the device. Upon review, it was noted that noise was seen on the v sense amp with similar signal noted on the v unipolar ring. The patient was not seen in clinic. No intervention was performed and the device remains implanted. The patient was stable.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, no anomalies were found.

Event description:
New information received states that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2019. There was no issue with the device. The patient was stable before, during and after the procedure.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced. No further information is available at this time.